Event description:
Patient was revised because the cup moved soon after the implant date. Cup was well fixed, but in approx 110 degree inclination angle.

Manufacturer narrative:
The field experience was confirmed. Examination of the returned lead revealed multiple insulation abrasions. Upon removal of the svc shock coil, an insulation abrasion and a severed rv cable were observed. The rv cable was melted at the tip, which would account for the low hv impedance reported. The lead exhibited normal electrical characteristics.